Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on the unknown connection (attachment) screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Additional narrative: the product development evaluation was performed on the returned product and revealed no signs of damage on the set screw or at the guiding block. The failure mode reported could only be replicated during testing on the returned guiding block and is a result of the deformation of the threaded hole of the guiding block. The deformation of the part could be a result of over tightening or the application of repeated excessive torque. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius. During the use of guiding block f/2-column dist-rad-pl2.4 n ((B)(4)), the surgeon found that the connection screw penetrated in lower side of a plate. This report is on the unknown connection (attachment) screw. This is 2 of 2 reports for complaint (B)(4).